Manufacturer narrative:
Awaiting for product return for analysis.

Event description:
After a first implantation, a CT scan showed a mild hemispheric subdural collection due to mild overdrainage through the medium low regulated valve. Despite several attempts, the pressure could not be adjusted. Therefore, the practitioner was obliged to operate and change the valve.